Event description:
It was reported that the tactra penile prosthesis device was revised due to unspecified reasons. There were no patient complications reported.

Event description:
It was reported that the tactra penile prosthesis device was revised due to unspecified reasons. There were no patient complications reported.